Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient did well postoperatively. Explanted ipg will not be returned per hospital policy.